Event description:
Healthcare professional reported right side "deflation", exchange from textured to smooth breast implants due to the patient¿s concern with the product, "plug strap separated", and hole on valve side. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional additionally reported inframammary fold via rga.

Manufacturer narrative:
Continued e1 additional e-mail address (B)(6). Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and total delamination of plug strap disk shell. Leak test and microscopic analysis was performed which identified one opening sharp, one opening striated, broken striated, nicks other and total delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. One opening striated in the side radius assessed as surgical damage. A striated edge broken in the side anterior assessed as surgical damage. Total delamination of plug strap disk shell assessed as adhesive failure. Nicks others assessed as non-penetrating nick. Missing shell assessed as inconclusive.